Manufacturer narrative:
Device has not yet been returned to manufacturer for evaluation. Return authorization was granted to retrieve product, (B)(4). Without direct failure analysis on the part, no conclusion can be drawn at this time. (B)(4) r.a. Engineer called initial reporter on (B)(4) 2005, and left voice mail message to return call. Attempt to get patient identifier info and patient info as required by 3500a form.

Event description:
Vag speculum was in situ, the speculum suddenly broke at the bottom, "on the tongue part" (blade). The patient got a nick, not requiring stitches, but it did bleed a little. No intervention required.